Event description:
The physician attempted an arteriotomy closure with a prostar xl 8fr. Device. Upon deploying the device, only three needles presented. Needle back down was partial and the device could not be removed from the artery. A blunt dissection was performed and it was noted that the physician had not pulled the sutures taut after needle back down. As a result, the suture was entrapping the device in the subcutaneous tissue. Further dissection allowed for unraveling the suture from the subcutaneous tissue and the device was successfully removed. A prostar xl 10 fr. Device was inserted and hemostasis was achieved. The pt recovered without incident.